Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device keep getting loosen and not able to hold in position. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted for correction and additional information provided in the following fields: corrected field: d4 lot number. Additional information field: d4 expiration date.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device keeps getting loosen and not able to hold in position could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.